Event description:
It was reported by nurse, that customer has been hospitalized due to high blood glucose. Customer's blood glucose reading is 709 mg/dl. Caller stated that customer has not had insulin delivery for several hours. During troubleshooting, time and date are correct. Multiple no delivery alarms noted. The insulin looked crystallized. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.